Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Yu et al 2020 ¿endoscopic resection techniques for squamous premalignant lesions and early carcinoma of the esophagus: ER-cap, mbm, and esd, how do we choose? A multicenter experience¿. A retrospective chart review was performed to identify patients with squamous premalignant or early malignant lesions of the esophagus who underwent treatment with ER-cap, mbm, and esd from january 2009 to december 2015 at five large-volume centers in china (cancer hospital chinese academy of medical sciences, dongping peoples hospital, feicheng peoples hospital, yanting cancer hospital, and changzhi peoples hospital). Procedure of ER techniques: mbm. A multiband mucosectomy set (duette-kit, dt-6-5f; cook ireland medical) was assembled at the tip of a forward- viewing endoscope (gif-q260j or gif-1t240; olympus). The endoscope was then introduced, and the lesion was sucked into the barrel of the set. A soft hexagonal snare (dt-mh-5f; cook ireland medical) was used to resect the pseudopolyp with a forced coagulation current of 28 w. 3 cases of bleeding in the mbm group. Secondary intervention (bleeding that required postoperative hemostatic treatment, such as endoscopic clipping, thermocoagulation, or surgical intervention).

Manufacturer narrative:
Device evaluation: the duette device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all dt-6-5f devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0026-10) states the following: ¿potential complications associated with emr include, but are not limited to: retrosternal pain, nausea, laryngeal laceration, esophageal perforation, stricture formation, obstruction, haemorrhage.¿. There is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined from the available information. A possible root cause can be attributed to a procedural related effect as per the instructions for use (ifu0026-10) haemorrhage is a known complication associated with the use of the device. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.